Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not recognize a temperature cable when plugged in. Per additional information updated from ttm on (B)(6) 2025, nurse stated therapy stopped. They restarted and wanted to verify everything was ok. Patient temperature (pt) was 37.2c (rectal), targeted temperature (tt) was 36c, water temperature (wt) was 38c, water flow rate (wfr) was 2.8 l/m. Had them check connection between probe and cable and cable and device. Patient temperature (pt) was started jumping to 37.3c-38c -38.9c and then going in and out. Advised to swap out temperature in cable and call back with any additional questions or issues. Sn (B)(6). Biomed stated they had swapped out probe and temperature cable but device was still not registering a patient temperature. Tried out probe and cable on another device and patient temperature (pt) registered. Other device was currently in use. Advised to swap out to alternate device. Biomed requested technical support. Per review of wo notes, it was determined that the patient temperature (pt) 1 port was damaged and was bent inside. Part and price were provided for a panel esd board.

Event description:
It was reported that the arctic sun device would not recognize a temperature cable when plugged in. Per additional information updated from ttm on 09jul2025, nurse stated therapy stopped. They restarted and wanted to verify everything was ok. Patient temperature (pt) was 37.2c (rectal), targeted temperature (tt) was 36c, water temperature (wt) was 38c, water flow rate (wfr) was 2.8 l/m. Had them check connection between probe and cable and cable and device. Patient temperature (pt) was started jumping to 37.3c-38c -38.9c and then going in and out. Advised to swap out temperature in cable and call back with any additional questions or issues. Sn: (B)(6). Biomed stated they had swapped out probe and temperature cable but device was still not registering a patient temperature. Tried out probe and cable on another device and patient temperature (pt) registered. Other device was currently in use. Advised to swap out to alternate device. Biomed requested technical support. Per review of wo notes, it was determined that the patient temperature (pt) 1 port was damaged and was bent inside. Part and price were provided for a panel esd board.

Manufacturer narrative:
The reported issue was confirmed. The root cause could not be definitively identified. Per additional information updated from ttm on 09jul2025, nurse stated therapy stopped. They restarted and wanted to verify everything was ok. Patient temperature (pt) was 37.2c (rectal), targeted temperature (tt) was 36c, water temperature (wt) was 38c, water flow rate (wfr) was 2.8 l/m. Had them check connection between probe and cable and cable and device. Patient temperature (pt) was started jumping to 37.3c-38c -38.9c and then going in and out. Advised to swap out temperature in cable and call back with any additional questions or issues. Sn: (B)(6). Biomed stated they had swapped out probe and temperature cable but device was still not registering a patient temperature. Tried out probe and cable on another device and patient temperature (pt) registered. Other device was currently in use. Advised to swap out to alternate device. Biomed requested technical support. Per review of wo notes, it was determined that the patient temperature (pt) 1 port was damaged and was bent inside. Part and price were provided for a panel esd board. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.